Event description:
It was reported that during a procedure, a blazer ii xp catheter was selected for use. The tip of the probe broke off. According to the doctor, the probe was intact before the procedure. The device was removed and replaced to complete the procedure. No consequences for the patient. A new ablation catheter was used to complete the procedure. The catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a blazer ii xp catheter was selected for use. The tip of the probe broke off. According to the doctor, the probe was intact before the procedure. Device was removed. No consequences for the patient. A new ablation catheter was used to complete the procedure. Catheter was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Blazer ii xp catheter was evaluated by boston scientific. Visual inspection revealed that the device has the catheter shaft bent/kinked near the tip section, consequently confirming the reported clinical observation of tip damage.